Manufacturer narrative:
The disposables used at the time of this event were discarded and not available for inspection. Subsequently to the event the pt had a new vascular access placed and the type of filter set was changed from a m60 to a m100. The prismaflex was never taken out of service and as of (B)(4), 2010, the current circuit had been running for 20 hours without any problems. Gambro has found no evidence to suggest that any gambro device caused this event.

Event description:
While the pt was receiving continuous venovenous hemofiltration the nurse stated that "blood is no longer entering the circuit". The nurse reported the pt had clotting issues. The pt was disconnected from the prismaflex control unit without returning the blood from the extracorporeal circuit, approx 93 ml. Later the same day, the pt was transfused with one unit of packed red blood cells. The treatment had been running without interruption until the pt developed problems with her vascular access.